Event description:
It was reported that a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited oversensing, high impedance, and impedance spikes. The lead remains in use. No patient complications have been reported as a result of this event.